Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last charged the ipg approximately four months. The patient has not felt stimulation since that time. As such, surgical intervention is planned to address the issue.

Event description:
Follow up information identified the patient reported the ipg was unable to communicate with the external devices. The patient was recharging the device weekly however has been unable to recharge the device for the past 6-8 months. .the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy has been resumed.